Manufacturer narrative:
Correction: please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:(B)(4) 1. Section h. Box 6. Device code 2 please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a femoral arteriovenous malformation using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, after placing ten ruby coils in the vessel using the lantern, the physician noticed the lantern became severely kinked. The physician removed the lantern and upon further inspection on the back table, it broke in half into two pieces. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.